Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a verified lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Ref 292.623s ¿ 8094420 ¿ article and lot number do not match. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes EU reports an event in (B)(6) as follows: during the surgery, using a headless counter-sinkable compression screw 3.0 for a foot navicular bone fracture, the surgeon was unable to insert the one of the reported guide wires into the bone property. He attempted to pull out the guide wire by running the power tool in ¿back-mode¿; however the guide wire broke at the tip and was not retrievable from the bone. The surgeon then decided to insert another guide wire, but it was also broken off at the tip when pulled out by switched ¿back-mode¿ of the power tool. Eventually the surgeon opted to use another screw product to complete the surgery. The two broken tips of the guide wires remained in the patient¿s bone. There was a 10 minute surgical delay. This is report 1 of 2 for (B)(4).